Event description:
Information received from the field notes that a telemetry link could not be established, no pacing was observed and the device could not be interrogated. An ECG showed that the patient was in intrinsic sinus rhythm below the pro- grammed pacing rate. Subsequently, the device was replaced.